Event description:
It is reported the end-user had the device inserted on (B)(6) 2014 and removed on (B)(6) 2014. On (B)(6) 2014, upon removal of the device, a 2cm x 1cm red open area inferior to anus was noted.

Manufacturer narrative:
At the time of insertion, the staff noted that end-user had poor rectal tone. It is further reported that the device was repeatedly expelled and reinserted during the time period between on (B)(6) 2014 - (B)(6) 2014. On (B)(6) 2014, the device was discontinued and the ulceration was noted. The staff applied a mepilex dressing with medihoney to the perineal area. On (B)(6) 2014, the end-user was discharged from the facility and reported the area had improved. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for eval is not expected for it was discarded. The lot number will not be available since the packaging and product were discarded at time of discontinuing the device. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site.